Manufacturer narrative:
E1: (B)(6). No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the unknown procedure the subject device had image issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there is a smear in the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image was cut off due to damage on coupler unit. The most probable cause of the complaint is cause traced to component failure. It is likely due to deformation of cable unit, there is a smear in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the unknown procedure the subject device had image issue. There were no reports of patient harm.